Manufacturer narrative:
(B)(4).

Event description:
It was reported that right ventricular (rv) lead was surgically abandoned due to insulation damage that resulted in muscle/pocket stimulation. Another right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.